Event description:
It was reported that the system displayed generator errors which caused the system to shut down and the system was unable to perform fluoroscopic x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation.